Manufacturer narrative:
The customer contacted the philips help desk on (B)(6) 2016 and reported that the ingenuity flex CT system would not boot up because the operator could not close the emergency stop (e-stop). The customer reported that the CT system was powered down the night before and the CT system was completely functional prior to the power down. The customer came in the following morning ((B)(6) 2016), and while attempting to boot up the CT system, the e-stop would not close. This issue occurred during system boot up and no patients were involved as the CT system was not in clinical use. The fse confirmed there was no harm to a patient, operator, or bystander as a result of this issue. That same day, a philips field service engineer (fse) was dispatched to the customer site to evaluate the CT system. The fse determined that the unload pedal on the multifunction footswitch (mffs) was stuck engaged and chose to temporarily disconnect the mffs until repairs could be made. The e-stop was then closed and the CT system was operational. Philips service went back to the customer site on 25-jan-2016 to complete an adjustment and repair of the mffs. The fse made a mechanical adjustment with the height of the unload pedal, released the back springs that were stuck engaged, and cleaned the contrast product that had leaked into the mffs. The fse confirmed that the leakage of contrast product caused the unload pedal and springs to become stuck engaged. The fse reconnected the mffs, confirmed the CT system was working within specification, and returned the system to the customer for clinical use. After the service, there have been no further recurrences at the site. The fse confirmed that a bug report was not collected and no parts were replaced. Since there were no parts returned from the field or log files provided, a cause of the issue could not be determined by CT engineering. However, based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue occurred due to leakage of contrast product into the mffs causing the unload pedal and springs to become stuck engaged. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur during a patient procedure, it would not be likely to cause or contribute to death or serious injury. The following mitigations for this issue include: stopping horizontal motion in the presence of resistance force (not applicable for vertical); table collision envelope; single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated; double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response include: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition; emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system; speed of motorized non-programmed motion is limited. Philips service made a mechanical adjustment with the height of the unload pedal, released the back springs that were stuck engaged, and cleaned the contrast product that had leaked into the mffs to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the CT system was booted up in the morning, the e-stop could not be closed. The philips field service engineer (fse) confirmed that the CT system was not in clinical use and there was no harm to a patient, operator or bystander. No motion of the patient support occurred and there was no uncommanded motion.

Manufacturer narrative:
.